Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Defib is flashing red light and beeping. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2013. The pad-pak history record was reviewed, which showed the returned pad-pak as 1 of 200 manufactured on the (B)(6) 2018, 41 of which were ship to aero healthcare on the (B)(6) 2018. Upon receipt, the device was failing self-tests due to low battery with the returned pad-pak installed, as per the reported fault. The pad-pak was further inspected, which revealed that the voltage of one cell was falling more than expected under load, indicating that the cell had failed. No fault or excess current drain was identified on the sam 500p that would have resulted in the failure of a pad-pak cell. The integrity of the membrane and pogo-pins were verified by measurement during the investigation. The device was stressed tested at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. The device recorded consistent voltages throughout this stress testing and displayed no faults. As no fault was found on the returned sam 500p unit or elsewhere on the returned pad-pak, the investigation concludes the failure of the pad-pak had been due to a single failed cell. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Defib is flashing red light and beeping. No patient involvement.